Manufacturer narrative:
Codes added.

Manufacturer narrative:
Product investigation report conclusion: the primary reported device failure, related to an inability to advance the catheter to the target site, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory. As reported, the device could not be advanced because the target vessel was very kinked and stenosed despite previous dilatation. Therefore, the root cause of the primary reported device failure can be attributed to the patient condition. The secondary reported device failure, related to stent dislodgment, was confirmed during engineering evaluation. As reported, it was decided to remove the device from the patient¿s body following the inability to advance to the target site; the device reportedly slipped off the balloon during attempted removal. No information was available regarding whether the device was attempted to be withdrawn back into the sheath during the removal attempt. Therefore, the root cause of the secondary reported failure mode could not be established with the available information. The returned device exhibited several forms of damage (e.g. Stent folding, bent stent ring apex, flared ring apices). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported inability to advance and/or difficulty with insertion, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure. Please notice that the reporting physician could not tell which lot number belongs to the vbx device that had slipped off the balloon. For that reason, only one vbx device bxa065902e (with lot-/serial no. (B)(6)) was chosen to report on and was processed.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. A product history review is being conducted and an engineering investigation will be performed. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a dorsal lumbar artery branching off from the infrarenal aorta, which reperfuses the common femoral artery (afc) on the left as a collateral artery, when the pelvic axis is occluded with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). It was stated that an abbott supra core wire, a lamed 10 fr/55 cm fustar sheath and a 7 fr/55 cm cook flexor ansel sheath was used and that the vbx device could not be advanced any further because the target vessel was very kinked and stenosed despite previous dilatation. It was decided to remove the device from the patient¿s body, but during removal it slipped off the balloon. It could be retrieved and another bxa065902e vbx device with same size was successfully placed in the target vessel. Therefore, the reporting physician could not tell which lot number belongs to the vbx device that had slipped off the balloon. There was no report of patient harm.